Manufacturer narrative:
Device powered up properly after the test battery was inserted. Device was monitored for 1 day. No blank display noted. The test battery was removed and reinserted with no failed battery test alarm or battery out limit alarm noted. Device passed the displacement test, rewind test, self test and a21 error test. The stop current and run current measurement tests are within specification. Device also passed off no power alarm test. Device was unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to perform the basic occlusion test,, occlusion test, excessive no delivery test and the delivery accuracy test due to prime anomaly. Device uploaded properly using care link. Device had corroded battery tube, minor scratched display window, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. This incident led to hospitalization to the customer. It was reported that the customer was hospitalized for diabetic ketoacidosis, hyperglycemia and had high blood glucose levels on (b)((6) 2021. It was reported that the customer woke up with a very high blood glucose and his wife called emergency medical services. It was reported that the customer had high blood glucose levels of 14.4 mmol/l to 40.0 mmol/l at the time of incident. It was reported that the insulin pump was not working and received a battery failed alarm. The insulin pump is expected to return for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in b5 section of this report.

Event description:
Customer reported waking up with a very high blood glucose. His wife called the emergency medical service and he was hospitalized on february 16, 2021 for high blood glucose of 40mmol/l and diabetic ketoacidosis. Customer said pump appeared to stop working. After the incident, customer inserted a few fresh batteries and kept getting battery alarms. During troubleshooting, customer got a battery failed alarm when he inserted a fresh battery. No more troubleshooting could be done since customer lost the battery cap. Customer had a blank display. Current blood glucose was 14.4mmol/l.